Event description:
It was reported that the right ventricular (rv) right ventricular (rv) right ventricular (rv) lead exhibited possible undersensing and diminished undersensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.